Event description:
Per the report received from germany a patient with a 29mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years and two (2) months due to degeneration leading to severe stenosis (mean gradient 10mmhg, area/index 0,5mm2). The patient presented with dyspnea and heart decompensation. A 20mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be in stable condition.

Manufacturer narrative:
D6a. If implanted, give date. The implant date was only known as (B)(6) 2019. Thus, (B)(6) 2019 was used to calculate the minimum implant duration. This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned to edwards for evaluation as it remains implanted. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The most likely cause is patient factors, including history of coronary artery bypass graft, diabetes mellitus type 2 and hypercholesterinemia. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.